Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was getting hung up. The customer's blood glucose level was unknown. The customer reported that she was changing out her site and the insulin pump did not turn on. The customer reported that she tried changing the battery twice and it still did not work. The insulin pump will not be returned for analysis.